Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported an increase in (B)(6) results generated on the architect analyzer for anti-hcv, hbcore, hiv, and htlv for 25 patients. The results were: anti-hcv ranged (B)(6); hbcore ranged from (B)(6); hiv ranged from (B)(6) with western blot and nat testing (B)(6); htlv ranged from (B)(6), pcr (B)(6) on one patient. There was no reported impact to patient management.

Manufacturer narrative:
During the subsequent site visit by the field service representative (fsr) the analyzer was inspected, and various diagnostic checks of the system and part cleaning was performed. Return testing was not completed as returns were not available. A review of the architect i2000sr, serial number (B)(4), service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the troubleshooting performed by service. The architect systems operations manual addresses operational precautions and limitations; and addresses sample results observed problems for elevated concentration and erratic results, including, but not limited to the troubleshooting performed by service. A review of the architect i2000sr platform tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency was identified for the architect i2000sr, serial number (B)(4). Correction to suspect medical device, concomitant medical products from incorrect: architect i2000sr analyzer; list # 03m74-02; serial # (B)(4), to correct: architect anti-hcv, ln 06c37-32; hiv, ln 04j27-27: htlv, ln 06l61-25.